Event description:
It was reported that water temperature in the arctic sun device did not drop. Chiller temperature was decreasing. It was asked whether it could be the mixing pump issue. As per follow up information received on 12dec2023. The device was under investigation. The case has been completed on a different device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The reported issue was confirmed as it was noted that the water temperature does not drop; t4 temperature is decreasing. The mixing pump was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The reported issue was confirmed as it was noted that the water temperature does not drop; t4 temperature is decreasing. The mixing pump was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water temperature in the arctic sun device did not drop. Chiller temperature was decreasing. It was asked whether it could be the mixing pump issue. As per follow up information received on 12dec2023. The device was under investigation. The case has been completed on a different device.

Event description:
It was reported that water temperature in the arctic sun device did not drop. Chiller temperature was decreasing. It was asked whether it could be the mixing pump issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.